Event description:
It was reported that a physician's hp (B)(6) handheld device was not functioning properly. The physician stated that she keeps the handheld plugged in when not in use but when she unplugs the handheld, it turns off. A replacement handheld was sent to the physician and good faith attempts to obtain add'l info as well as the hp (B)(6) in question for product analysis have been unsuccessful to date.